Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During deployment, it was noted that the right disc had a cobra deformation. The physician tried to put it back in the sheath and the disc was not able to regain its original shape outside. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer post-infarct muscular vsd occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The investigation at abbott found that there were no visible anomalies noted, including no device deformation. The device was attempted to be loaded into a test loader, but in the process several wires detached from the end screw, preventing further analysis. The state of the returned component after the attempt at loading precluded functional analysis. The device was sent to science & technology lab (s&t) for further analysis, and it was found that the fractures occurred inside the end screw assembly adjacent to the dome weld, in the location where stresses are expected to be high during loading/deployment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the device was recaptured and deployed three times. The root cause of the damaged wires could not be conclusively determined. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The cause of reported deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During deployment, it was noted that the right disc had a cobra deformation. The physician tried to put it back in the sheath and the disc was not able to regain its original shape outside. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer post-infarct muscular vsd occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.